Manufacturer narrative:
MFR 9616793-2017-00040 was submitted for the device with lot # b9020-004.

Event description:
Prior to a renal cryoablation procedure, 2 iceforces needles tested fine with no issues to report. During the 1st freeze cycle the doctor noticed the shaft of both needles started to collect frost. The patient's skin was covered with warm saline gauze to prevent any injury. The procedure was completed as expected with no injury to the patient.

Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and one related deviation or concern was found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were found. The vacuum was accidently destroyed during disassembly, therefore further investigation could not be performed. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. The treatment was completed with no injury to the patient as the physician used a saline to protect the patient's skin.